Event description:
It was reported that a patient's blood glucose levels reached 20.1 mmol/l (361.8 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by patient activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.